Event description:
I had inamed (allergan) silicone breast implants inserted on (B)(6) 2007. Approx 2 weeks ago (late (B)(6) 2013), I noticed a palpable mass in my left axilla (lymph nodes). My obgyn confirmed cause for concern and instructed me to have a mammogram and sonogram to determine cause of the mass. On (B)(6) 2013, radiologist confirmed a highly echogenic mass via sonogram, 2.1cm x 1.4cm x 5mm in size, and recommended needle biopsy to confirm pathology. Needle biopsy on (B)(6) 2013 confirmed "lymph node containing foreign body reaction to refractile, non-polarizable material consistent with silicone." Consultation with two plastic surgeons (original surgeon and a second opinion) confirm, in their opinion, extra-capsular rupture in left side (where lump is) and possible intra-capsular or extra-capsular rupture in right side as well (dense lymph nodes were also noted on that side in the sonogram, but not as large as on the left). I am concerned that I would have this type of complication only 6 years after insertion and felt it should be reported.